Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged due to twiddler¿s syndrome. This lead was out of service and was capped. No additional adverse patient effects were reported.